Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a transtelephonic monitoring (ttm) transmission observed no magnet response was available for the implantable pulse generator (ipg) device. The patient was instructed by their clinic to go to the emergency room due to bradycardia with rate in the 30 to 40's range. An interrogation was taken in the emergency room and observed measured high impedance on both the right atrial (ra) and right ventricular (rv) leads. The rv lead also exhibited no capture. It was further mentioned that the patient experienced occasional falls and was receiving hyperbaric oxygen therapy (hbot) to the head. The device was explanted and replaced. The leads remain in use. No further patient complications have been reported as a result of this event.